Manufacturer narrative:
A portion of the device remained in the patient. The portion of the device that was removed from the patient was discarded by the hospital and is no longer available for return; therefore, a device investigation could not be performed. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for an anterior communication artery (acom) rupture using penumbra coils 400 (pc 400 coils). During the procedure, the physician delivered ten pc400 coils into the aneurysm. While attempting to deliver another pc400 coil into the aneurysm, it unintentionally detached in the patient. Attempts made to retrieve the detached pc400 coil using a snare device and a stent retriever caused the pc400 coil to break into two pieces; one piece was removed from the patient, however, the other piece was left in the patient and appeared to be protruding out of the sac into the artery. The patient was unconscious, intubated and ventilated following the procedure. At five days post procedure, the patient's condition remained unchanged.